Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
A d-stat radial topical hemostat was used in a patient procedure. When the clinicians removed the d-stat radial band after being on for approximately 30-40 minutes, hemostasis was not achieved and the clinicians had to hold manual pressure for another 20 minutes to achieve hemostasis. The patient recieved approximately 2000 units of heparin during the procedure.